Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with calibration error on their insulin pump. The customer states their device suspended at 54mg/dl, when their blood glucose level was actually 202mg/dl. The customer's blood glucose level at the time of incident was 107mg/dl. Troubleshoot was conducted. The customer was advised the sensor would have to be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed.